Manufacturer narrative:
The device has not been returned. Therefore a product analysis has not yet been performed.

Event description:
It was reported that the handpiece was heating up and noisy. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed. The handpiece was received in good condition. The one-minute pre-repair temperature test results are as follows: 79 degrees f at t1 and 80 degrees f at t2. The ambient temperature was 78 degrees f. The handpiece was successfully tested to specifications. There was no fault found. If information is provided in the future, a supplemental report will be issued.